Event description:
The customer observed a software issue on the alinity ci-series system control module in which the comma/decimal configuration incorrectly caused a falsely depressed result for ck. The ck result showed 6.230 u/l and should be 6230 u/l. The result was not released as during validation of the result the customer noticed it did not match the patient history. The field service representative had replaced the drive due to a blue screen error and after installing sw 3.6 did not change the configuration from the default to the customer¿s previous configuration for comma/decimal. The setting has been corrected. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a software issue on the alinity ci-series system control module in which the comma/decimal configuration incorrectly caused a falsely depressed result for ck. The ck result showed 6.230 u/l and should be 6230 u/l. The result was not released as during validation of the result the customer noticed it did not match the patient history. The field service representative had replaced the drive due to a blue screen error and after installing sw 3.6 did not change the configuration from the default to the customer¿s previous configuration for comma/decimal. The setting has been corrected. There was no impact to patient management reported.

Manufacturer narrative:
The customer reported false depressed ck results after installing sw 3.6 the field service representative did not change the configuration from the default to the customer¿s previous configuration for comma/decimal on the alnty ci-series sys cnt (list number 03r70-01), serial # (B)(6). The issue was resolved with the assay parameter configuration corrected. The alnty ci-series sys cnt (list number 03r70-01), serial # (B)(6) was deemed the likely cause for the issue and the subject of this investigation. The service history of the alinity ci, serial #(B)(6) verifies no subsequent false depressed ck result issues have been reported due to incorrect assay configuration. A device history record was reviewed and did not identify any non-conformances or potential non-conformances related to the issue under review. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation no systemic issue or deficiency with the alnty ci-series sys cnt (list number 03r70-01), serial # (B)(6) was identified.